Event description:
Same case as MFR #: 2134265-2012-00986. It was reported that during a stenting treatment procedure, a stent fracture and partial removal was identified. Access was obtained via the right radial artery. A second access was made via the right femoral artery. The 90% stenosed 30mm long lesion being treated was located in the type "c" high risk (acc/aha) mid right coronary artery (rca). Timi 3 flow was identified. The lesion was predilated with a 3x20 apex balloon, inflated to 10atm, and a 4.5x20 apex balloon, inflated twice to 12atm. A 4x32 mm ion stent was implanted, inflated to 16atm. Three additional inflations were performed with a 3x20 apex balloon, inflated to 14 atm. The physician attempted to place an unknown sized ion stent overlapping and proximal to the 4x32mm ion stent but it became tangled with the 4x32mm ion stent and the stent dislodged from the stent delivery system. Poor wire support was experienced and the angle of the 5fr non-bsc guide catheter was said to be severe. The guide catheter was not completely engaged into the ostium of the rca. A 1.5x15mm, 1.5x8mm, and a 2x8mm apex flex balloon were used to bring the dislodged stent to the guide catheter in the radial access point but could not be extracted through the access sheath. The right femoral access was then used to place a 3.50x20mm ion stent, inflated to 16atm, and a 4x20mm ion stent, inflated to 16atm overlapping the 4x32mm stent. A 3.5x15mm non-bsc balloon was inflated to 14atm following the deployment of the 3.5x20mm ion stent. There was an excellent angiographic appearance with a 0% residual stenosis. Timi 3 flow remained. There was no dissection. Post procedure, the stent was successfully removed from the right radial artery with an arteriotomy performed by a vascular surgeon. Upon removal a piece of the 4x32mm ion stent was tangled with the dislodged stent. No further patient complications were reported and the patient's status is good. The patient tolerated the procedure well.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).